Event description:
It was reported to st. Jude medical that at approximately one month post-implant, the lead became dislodged but was not replaced. It was later reported that the dr observed an error message: impedance during last episode <10 ohms. The lead was explanted and replaced due to low impedance.